Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed and no exception documents were identified. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that the a foreign object was identified within the fluid path of the medical device. This was identified during an actual procedure. Embolic risk to the patient identified. The device was exchanged for a new one. No patient injury to report.